Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the foley was installed successfully but when they try to withdraw it, they cannot and they have to call a surgeon to remove it.

Manufacturer narrative:
Qn# (B)(4). The device lot number provided was not available in malaysia systems; therefore, a DHR review could not be conducted. Only pictures were provided. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation will be based on document review. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The report states: the foley was installed successfully but when they try to withdraw it, they cannot and they have to call a surgeon to remove it.